Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, loss of capture on right ventricular lead was observed. During lead replacement procedure, right ventricular lead was found to be dislodged. Lead was explanted. The helix could not be extended or retracted again, so a new lead was implanted. Patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.